Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial lead on the left ventricle exhibited high pacing thresholds and noise. The epicardial lead on the right ventricle also exhibited high pacing thresholds. Both leads were capped and a new transvenous his bundle lead was placed. No patient complications have been reported as a result of this event.